Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was reported that the femoral component was revised due to the broken srom stem. The trunnion broke off at the sleeve. The metal liner was also switched out for a poly liner. The femoral component was revised to a reclaim construct. Doi: 2009, dor: (B)(6) 2020, left hip.